Manufacturer narrative:
A ge service representative performed an on site investigation. The surge suppressor printed circuit board was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not power on. No patient injury was reported.